Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the emergency room due to hyperglycemia. The customer stated that he did not know how to use the bolus feature which has resulted in his blood glucose level going up and down. The customer stated that prior to the event, he had low blood glucose levels of 47 mg/dl, which he treated with glucose tablets. The customer also stated that he uses a model mmt-397 quick-set infusion set and last changed his infusion set the day before the event. Programming was correct and troubleshooting was performed. The insulin pump passed the fixed prime and high pressure tests. Nothing further was reported.